Manufacturer narrative:
(B)(4). Was the clip malformed? No. Scissored? No. Clip gap? No. Tear drop? No. Did the clip hold on the vessel/structure after placing? No. If no, did the clip fall into the patient? No. Which firing of the device did this event occur on? Two. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out of the patient. What were the indications for surgery? What was found? Chronic inflammation of the gallbladder. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? Yes , another physician. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor stated that the clip did not work. Another device was used to complete the procedure. There were no adverse consequences for the patient.